Event description:
The hospital reported, that during a coronary artery bypass procedure, one heartstring seal did not deploy out of the delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
Investigation details: the visual inspection shows that, the seal is outside of deployment tube, the tension spring still loaded inside the deployment tube and plunger was depressed. The failure that the seal would not deploy is confirmed. A lhr review was completed for product. There was no nonconformance which could have attributed to this failure mode.